Event description:
Customer reported he was informed by the nurse at his doctor's office to go the emergency room due to clinic having too many patients. Customer stated he was having stomach and chest pains. Customer's blood glucose was 126 mg/dl. Customer was advised he had stomach ulcers and was discharged with stomach ulcers.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.